Event description:
It was reported that during the gastric cuff procedure, during the fusion with a linear stapler with the gst60b (blue) load on the staple, residual load housing remains. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/4/2024. Batch # unk. Additional information was requested, and the following was obtained: 1. Please explain in detail what "residual load housing remains" entails. This means that the plastic comes off with the tag and remains. 2. Did the patient suffer any adverse consequences?: no. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/7/2024. D4: batch # 779c74. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. The analysis results showed that twenty gst60b reloads were received sterile and with no apparent damage thirteen returned reloads were opened and tested with a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Refer to the echelon endoscopic linear cutter insert for instructions for using the instrument after it is loaded. The event described could not be confirmed as the reloads performed without any difficulties noted. No damage cartridge was noted. A manufacturing record evaluation was performed for the finished device batch number 779c74, and no non-conformances were identified.